Event description:
The technician reported the stretcher still rolls after the brake steer pedal has been set to the brake position. No patient injury reported.

Manufacturer narrative:
The technician found that they could not adjust the brake position; the brake position is tightened to its maximum.